Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact noted. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happened again.